Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2011; 1688tc competitor implantable pacing lead (B)(6) 2011; cd3231-40 competitor implantable biv defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the fractured right ventricular (rv) lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned in segments, analysis was performed and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.